Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However, the insulin pump passed displacement test and bolus delivery, no motor error alarms occurred during test. Motor tested ok. The insulin pump was returned with missing end cap sticker.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose greater than 500mg/dl. The customer experienced nausea, ketones, and urinary tract infection. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the device alarmed motor error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.